Event description:
It was reported that the ilet did not accept a charge while correctly positioned on the charging pad, as evidenced by multiple charging sessions in which battery percentage decreased during charging; the charger indicator showed solid green and the user attempted different outlets and verified connections. Symptoms included hyperglycemia with a reported blood glucose of 267 mg/dl, without associated complaints. Outcomes included temporary interruption of ilet therapy, use of subcutaneous insulin via pen to address the high glucose and plans to reconnect after an appropriate interval. Investigation included review of engineering logs and device charging performance. Investigation of this case revealed repeated failure of the device to charge despite correct orientation, consistent with a device or battery charging malfunction. It was concluded that, based on previously established findings for similar reports, the device exhibited a charging failure leading to hyperglycemia, and a replacement device was offered and accepted.